Event description:
It was reported that a physician achieved arteriotomy closure using a starclose se device in the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, there was difficulty in removing the device from the anatomy. Per the instructions for use, the access ports and safety release button were used but the device could not be removed. The device was pulled out of the anatomy. Hemostasis was achieved by the deployed clip. There was no reported adverse patient sequela. The physician was reported to be proficient in the use of the starclose se device. There was no clinically significant delay in the interventional procedure. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). A device can be difficult to remove due to a number of factors including, but not limited to manufacturing, tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tube set and manufacturing. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.